Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. During a system check, no drops were observed dripping from the cartridge pigtail. Customer changed the pump supplies to address the issue and ultimately reverted to manual injections for insulin therapy.